Event description:
It was reported that during a visceral surgery the device staples would not hold. The first stapling was correct. After using the first reload it was impossible to open the device. A second reload was used and the surgeon noticed that several staples did not close correctly and fell into the pt. The fallen staples were removed and the surgeon had to complete the case with a continuous suture. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.